Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge. Multiple outlets and usb cables were used. The pump only would charge if the cable was held at the usb port and it was suspected that the port was damaged. Blood glucose was 137 mg/dl. The customer reverted to using insulin injections for insulin therapy.